Event description:
It was reported to philips that the device had a shock not delivered. This was further clarified by a philips field service engineer ( fse) as the device restarted when trying to deliver a shock. There was no patient involvement.